Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The top of the battery compartment was chipped. Customer's blood glucose level was 41 mg/dl. The customer drank orange juice. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display and no back light anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked lcd window, missing end cap sticker, stripped battery cap(p)coin slot, broken battery cap and broken battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.